Event description:
The patient was revised because the femoral component was implanted too posterior.

Manufacturer narrative:
This complaint is still under investigation. MFR will notify the FDA of the results of this investigation once it has been completed.